Manufacturer narrative:
The customer¿s experience of failing to alarm was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows the device alarmed for both patient side occlusion and air in line. The pump module and the disposable set were not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that the pump failed to alarm when occluded and blood was backing up into line. The staff noticed a clot on the end of the line when opened to flush. The line was clamped with hemostats and valves shut off to fluids. The pump was shut off and still had the clot on the end. According to the nnp, there was no indication that there was an occlusion with the pump. There was no report of patient harm.